Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead(rv lead) exhibited failure to capture. Through x-ray, it was noted that the rv lead was found dislodged. The reported lead was explanted and replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
Correction: section g3 - the awareness date should have been (B)(6) 2022 rather than (B)(6) 2022.

Manufacturer narrative:
The reported events of failure to capture and dislodgement were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical test, x ray examination, and visual inspection did not identify any anomalies.